Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported by the company's biomed engineer, the thermogard console (sn (B)(6)) displayed a mid:14 (bg power supply) error message. No patient involvement.